Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indications system device used for treatment, was returned for evaluation. The complaint stated: ¿the t2 implant could not be detached from the fast-fix 360 curved needle delivery system.¿ there was no relationship between the reported event and the device. T1, t2 and suture was returned still within the needle track. Neither t1 nor t2 had been deployed yet. The delivery needle showed obvious damage. The needle had been visibly bent downward and toward the left. The depth limiter was attached to the device but had been over advanced forward. The device no longer cycled or actuated due to the needle disfigurement. Upon attempt, the actuator sprang out of the needle track due to the damage. Note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found no other reports for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant could not be detached from the fast-fix 360 curved needle delivery system. The t1 implant was removed from the patient, but it was then removed. A back-up device was available to complete the procedure without any delay. The patient was not injured.